Manufacturer narrative:
Additional information has been received regarding the patient weight change from 175 pounds to 150 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 150 pounds which is updated in section a4. Also, additional information has been received regarding the aware date and notified date change which was not included in the initial report. So, the aware date and notified date has been changed to 20-may-2025 as per new additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image, a crack at the belt clip rail, and moisture damage. The customer reported no adverse event. The event involved product(s) mmt-1880, and mmt-1884. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the fluid in pump and the serialized device will be replaced. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for cosmetic damage and damage was afected pump imapctionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned. Mmt-1884 was requested, and the customer's response was that the device would be returned.